Manufacturer narrative:
Serial # not provided. The (B)(4) medical manufacture (manufacturer of the battery) stated that the increased leakage current of fet q6 on the battery pack pcba caused the activation of fuse f1. With the fuse blown the battery could not be charged or discharged anymore.

Event description:
The customer stated that the battery would not hold charge. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that while performing annual check of the assy battery li-ion, 11ah, v60, it would not hold charge. Lot # m66898-p1 there was no patient involvement.

Manufacturer narrative:
The battery was returned to the manufacturer¿s further investigation lab for analysis. The battery was under warranty and was replaced. During further investigation, a visual inspection of the battery revealed no signs of damage or contamination. During testing, the failure was replicated. When the ventilator was switched to battery, it immediately stopped operating and alarmed. The battery flash parameters were read with the (B)(4) evaluation tool. The parameters for battery returned to fi were compared to the specification and many deviations were found in the 1st level safety voltage block. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The customer returned battery showed a collapsing output voltage when trying to run the ventilator on battery. Charging stopped after a few seconds when the battery voltage rose above 16v. The manufacturing date on the label did not match the manufacturing data in the battery flash memory. Several parameters in the data flash memory deviated from the battery specification.

Event description:
It was reported that while performing annual check of the assy battery li-ion,11ah,v60, it would not hold charge. There was no patient involvement.